Event description:
Hemodialysis staff noticed fluid pooled on the floor of the separate single-patient isolation dialysis room near the dialog+ evolution hemodialysis machine. This was not considered to be a "major" leak. Biomedical engineering was informed, and the equipment was taken out of service and replaced with an identical hemodialysis machine. The new replacement dialysis machine was not used that evening or weekend. A few days later, the second dialysis machine began a pre-programmed disinfection routine during which hot sterile water (temperature of up to 83 degrees c) and a citric acid solution is flushed throughout the tubing of the equipment to cleanse and prepare it for patient use. This cleansing cycle takes approximately 30 minutes to complete. At approximately 7 am, when staff members began to arrive, a large volume of water nearly covered the floor of the isolation dialysis room, seeped under the back wall, almost filled a back hallway, and leaked into the pharmacy one floor below. Floor molding and tiles of the isolation dialysis room, hallway, and ceiling tiles of the pharmacy were damaged, according to the maintenance and operations supervisor. Biomedical engineering staff investigated the event and determined that the problem originated in the rinsing chambers for concentrate subassembly. More specifically, at the interface where the inner retainer tubes are press-fitted into the outer silicone tubing of the rinsing chambers assembly. It is believed that a combination of the high heat of the water, pressurized fluid flow, and internal vibrations caused the outer silicone tubing to slip off of the inner retainer tubes, allowing a potentially large volume of water to leak if unattended. Biomedical engineering staff have installed zip ties onto the outer silicone tubing within each dialog+ evolution machine. This was done to tighten the fit between the outer silicone tubing and inner retainer tubes. It is unknown whether or for how long this will be effective. One facility has seventeen (17) b. Braun dialog+ evolution dialysis machines currently in use. A search of the work order system revealed that between 8/25/2015 and 12/13/2016, there were 10 "leaking" work orders entered in for the dialog+ equipment that is currently in use. Seven work orders were submitted with task descriptions apparently describing the present issue. Approximately 35% (6) of the 17 dialog+ units have had work orders submitted for this type of leak in that time frame at this one facility. Some of the other tubes in the area are sealed with black hose retainer rings clamped tight onto barb connectors. The dialog+ evolution does not appear to have a sensor feedback system that will automatically shut off the water flow when a leak occurs.